Event description:
Patient #1 had an inr result of 8.0 with device; lab inr for this patient was 5.8. Patient #2 had an inr result of 8.0 with device; lab inr for this patient was 4.9. Treatment received: patient #2 had coumadin dose held (no treatment information was specified for patient #1).